Manufacturer narrative:
Additional information. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The instrument manufacturing date is july 19, 2017. The complaint allegation was confirmed based on the customer¿s attached picture (img_5249.jpeg), which displays an ar-12990 batch 82400 with the top jaw broken off.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion had the tip of its jaws break off while properly using the item. The patient was not harmed during the incident. This was discovered during a meniscus tear procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 5/23/2024: the case was completed using a suture lasso to pass the suture through the meniscus. The ar-12990 knee scorpion top jaw broke off while inside the patient. The broken fragment was retrieved leaving no fragments left behind. The patient was not harmed. There was a needle loaded inside the ar-12990 knee scorpion but the needle did not break off. The needle stayed intact. There was no case delay reported.